Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The service engineer (se) inspected the device and found the customer circuit was leaking with an error code safety valve issue. The se used a test circuit and the issue was addressed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was failing extended self test (est). There was no patient involvement.